Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor had an open pulse wire and the receptacle was damaged. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize ECG signal